Event description:
It was reported that the device was in reset mode. The patient had been receiving treatment for cancer. The hospital successfully restored the device to normal function. At the next follow-up, the diagnostics data was found to be wrong. The device was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reset observed in the field was confirmed in the labora- tory due to a parity error. The cause for the parity error could not be conclusively determined, but it is believed that the radiation treatment the patient was receiving caused the device to reset. After the parity error was cleared, the device's functionality was tested; the device met all specifications.

Event description:
The account alleges that the printed circuit board and communication cables were defective, resulting in an inability for nurse call system to send a signal to the nurses' station.